Event description:
Doctor was performing an injection on a pt and the syringe began to leak during the administration of the lidocaine. Upon further evaluation of the problem a crack was discovered in the body of the syringe. Concern is possible risk of infection due to possible lack of sterility.